Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/12/2019. Method code corrected information: h6 device code a manufacturing record evaluation was performed for the finished device ak3046 number, and no non-conformances were identified. Additional information was requested and the following was obtained: the suture was performed without any intra-op incident. - the disunion was observed 2 to 3 days after the suture. - did the whole suture detach / separate / pull off from the whole needle? No. - did the suture only unravel or fray ? No. - did the suture break into 2 pieces ? No. Was the event report noticed during use on patient while suturing? No, post-op. Any patient consequences? Yes, disunity of the suture. Was the procedure completed successfully? Yes. And how? Na attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the initial procedure? What tissue was the suture used on? How was the suture placed (interrupted or continuous)? Was any medical treatment indicated to the patient due to the ¿disunion of the suture¿? What medical treatment was performed? Can you describe the appearance of the suture 2-3 days post op? Was the suture found broken? If so where along the suture line (knots, middle, or end)? What is the current condition of the patient?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "disunion of the suture"? Please explain the specific quality issue? Also, please provide answers to below: did the whole suture detach / separate / pull off from the whole needle? Did the suture only unravel or fray? Did the suture break into 2 pieces? Was the event report noticed during use on patient while suturing? Any patient consequences? Was the procedure completed successfully? And how?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The staff noted a disunion of suture was noted when used on perineal suture. There were no adverse patient consequences reported.